Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using night aligners, the patient's two bottom teeth were overlapping, felt like they were going to fall out and were very uncomfortable at the end of treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.